Event description:
Male consumer via chatbot stated that his oral-b cross action brush head does not click into position and came loose from his oral-b pro 3 3000 toothbrush, flying into his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.